Event description:
It was reported that an ilet user experienced hyperglycemia with a highest blood glucose of 253 mg/dl after a meal, questioned insulin delivery at a glucose of 180 mg/dl, and was informed that the system targets a range of 70¿180 mg/dl. Customer care provided support that included customer care troubleshooting and a tubing test, after which insulin delivery was resumed and glucose declined. Investigation of this case revealed no device malfunctions observed, and no infusion set issues reported, with meal-related hyperglycemia considered plausible and the cause of the excursion remaining unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included recovery without medical intervention, with glucose measured at 198 mg/dl and trending down by the end of the call. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.